Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer turned the pump back on, clearing the malfunction and continue using the pump.